Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during pre-use checkout, unit alarmed for "ventilator failure". There was no reported patient involvement.

Manufacturer narrative:
This unit was returned to ge healthcare engineering who performed an evaluation. The display was tested and determined that the root cause was an issue with u3 on the com express module. The unit was scrapped at ge healthcare engineering.